Event description:
It was reported that the patient experienced a return of parkinson's symptoms, at a follow-up examination. X-rays confirmed that the leads were broken a few centimeters above the connection. Impedance readings were greater than 4,000 ohms, and also confirmed the break of the leads. It was noted that there was no injury to the patient. As of the date of this report, the patient received therapeutic effect on only one side, and was further treated with an increase in the dosage of medication. There was no device system revision planned. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of lead model 3389-40 lot # unk determined the conductor was broken and stretched due to overstress damage. There were no shorts between circuits and an open circuit was found in segment 1. The proximal end was not returned.

Manufacturer narrative:
Additional information from analysis of the lead model 3389-40, lot # unk showed that the broken conductor was within 10 cm of the connector area. All of the conductors were observed to be broken 43 cm from the distal end of the lead. The outer insulation was cut with cosmetic environmental stress cracking noted.